Event description:
A nurse reported an intraocular lens (iol) was going to be exchanged because the iol had rotated. In a f/u, the surgeon reported the iol was exchanged. The surgeon reported the outcome of the event was excellent.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possible cut) into two pieces. While we were unable to determine the origin of the damage,our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received.